Event description:
Additional information received from the head physician at the user facility stated that the device seemed normal to him (a bit stiffer because it was new), but he had worked with it without any problems. The user facility came to the conclusion at the hospital that the endoscope did not have anything to do with the rupture of the spleen as during the procedure, the endoscope went in through the stoma, so it couldn't have hit the spleen. The procedure was also ruled out as the cause, and it was stated that the cause was likely pre-existing "damage" in the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, there was no indication that an abnormality of the device caused the reported patient event (splenic rupture after the procedure), there was no confirmation received by the user providing a rational that the subject device caused the cancellation of the procedure. In addition, although the foreign material adhered to the light guide lens could not be identified, it was likely lubricant used during the procedure. Finally, the root cause of the reported incident could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿flexibility adjustment - endoscope model: endoscopes with flexibility adjustment warning: if the rigidity of the insertion tube has to be increased during an examination, confirm that there are no loops or excessive bends in the insertion tube (if necessary, use fluoroscopy before increasing its rigidity. If the force required to turn the flexibility adjustment ring is greater during the procedure than it was when inspecting the endoscope, it may mean that the insertion tube is excessively bent inside the patient. In this case, straighten the insertion tube as much as possible before attempting to increase the rigidity. Failure to do so may cause patient pain, injury, bleeding, and/or perforation.¿ ¿inspection of the endoscope. Inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, gaps around the lens, or other irregularities.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A company representative visited the facility and assessed the scope. The endoscope made an impression that was "as good as new." The insertion tube and the angulation part had no bruises or the like. The angulation reached full angles on all levels (180° and 160°) and also the reset after releasing the brake under 90° worked on all levels. The company representative could not detect any increased stiffness. However, the unit was stated to be more stiff than the units already at the customer's site, due to the short duration of use. The suspect device was returned to olympus and evaluated. The user reported phenomenon could not be confirmed. The device met all specifications and no problems were noted. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative, on behalf of a user facility, reported to olympus that after a colonoscopy using an evis exera iii colonovideoscope, the patient became unstable and experienced a splenic rupture. It was stated that the colonoscope was very stiff, and it was stated that it was suspected to be the cause of the injury. Since the other scopes had not yet been reprocessed, the physician had to use the new colonoscope. The patient was pre-op and had a stoma. The physician started in the transversum colon. The colonoscopy was performed without external intervention and went quickly, and without problems. Scope withdrawal occurred without problems as well. About 12 hours after the procedure, the patient complained of pain. Their blood pressure dropped and a CT scan revealed splenic rupture. Emergency surgery was performed and the spleen was removed. The patient was stable but vented during the company representative's visit. Additional information about the patient's outcome has been requested multiple times but not received. Two reports were received related to this scope. Patient identifier: (B)(6) is for a cancelled procedure. Patient identifier: (B)(6) is for a splenic rupture.